Manufacturer narrative:
Additional information received; the aortic devices were not implanted with a bifurcate. Per the physician the cause of the occlusion was not determined but attributed to the imaging problems. No treatment has been performed or is planned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: e tcf2323c49e, serial/lot #: (B)(4), ubd: 11-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant aortic cuffs were implanted in the endovascular treatment of a 40mm abdominal aortic aneurysm. It was reported that during the index procedure, the devices were placed just below the right renal artery. Upon final angiogram, it was found the right renal artery was partially covered. An unsuccessful attempt was made to cannulate the renal artery to place a stent. It was noted then, the superficial femoral artery (sfa) had no flow. The access was opened and an arterial embolectomy catheter was used to treat this. It was determined that the c arm imaging was not doing digital subtraction, that it provided a false positive to occlusion on the right side. No cause of the event was reported. No additional clinical sequelae were provided and the patient will be monitored.